Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On july 13th 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch ultra meter displayed an error 2 message. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the error message first appeared at 12am on (B)(6) 2016. The patient manages their diabetes by self-adjusting their insulin dosage based on subject meter results and did not state whether they had made any changes to their normal diabetes management regimen as a result of the alleged product issue. A ¿couple of days¿ after the alleged product issue occurred the patient developed the symptoms of ¿shivers of the hands¿; a symptom which the patient associated with hypoglycemia. In response to this the patient self-treated by taking glucose tablets and/or gel an unspecified period of time later. No medical intervention was required as a result of this and the patient did not measure their blood glucose on another device at this time. At the time of troubleshooting the csr noted that this was not the first time the product had been used and the correct test strips were being used. The issue could not be resolved. The patient¿s products were requested for evaluation. This complaint is being reported because the patient was unable to test their blood glucose using the subject meter which led to them developing symptoms suggestive of serious injury after the alleged product issue began.